Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was opened for use in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. According to the complainant, during unpacking, they noted that the front and back sections were separated, so the device fell to the floor. They did not use it in the procedure and the procedure was completed with another cre wireguided dilatation balloon. Attempts to obtain additional information regarding patient status after the procedure have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.